Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 96.2 mcg/day) and bupivacaine (20 mg/ml at 0.962 mg/day) via an implanted pump. The patient reported that she stopped feeling pain relief sometime in june. At that time, they increased her dose from 300 mcg/day to 500 mcg/day with ptm (personal therapy manager) dosing. On (B)(6) 2022 she had a failed dye study. They were unable to aspirate, and catheter occlusion was suspected, so they dropped her dose per day to the lowest simple continuous dose of 96.2 mcg/day and scheduled her for a catheter revision in august. On (B)(6) 2022, the hcp opened the midline incision and cut the catheter at the collet, and he wasn¿t getting any csf (cerebrospinal fluid). He then went higher up, towards the anchor, and noticed that the suture had ripped through the eye hole of the anchor and then the catheter kinked through where the eye hole had opened. He cut above the anchor and got free flowing csf; however, decided to ligate the catheter because it had dropped from c1 to c3 because the anchor failed. A new spinal segment of catheter was implanted at c1. The hcp was able to get free flowing csf and decided to keep the dosing at the lowest simple continuous dose. The new spinal segment of the catheter was primed. The patient denied any trauma with regards to any environmental, external, or patient factors that may have led or contributed to the issue. The revision solved the issue, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter . Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 13-sep-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 - analysis of the returned catheter segment found ¿catheter anchor ¿ broken¿ and ¿catheter body ¿ kink observed¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.